Event description:
Staff was going from bed to wheelchair. They had a side entrance and the lift tipped during process. The resident fell on floor still in the sling. They had to unhook the sling to get resident out and back up. The resident broke her hip.